Event description:
It was reported that the patient had a syncopal episode possibly related to the right ventricular (rv) lead having an insulation fracture, decrease of impedance, and non-physiologic activity noted during pacing interrogation. It was also reported that during the lead replacement procedure it was found that the device had migrated slightly. The new rv lead was connected to the device and placed in the pocket. The device remains in use. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).